Event description:
Pt reports that her cadd legacy pump would not stop alarming. Pt requested new pump be shipped with her shipment. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: (B)(6) 100nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2012 to ongoing.